Event description:
Consumer called to report having a seizure due to "high" readings. Adjusted insulin on the high readings and had to call emergency medical technician for assistance. Upon arrival, emergency medical technician tested and reported a reading of 56. Believes the meter was not reading accurately.